Manufacturer narrative:
Replacement of the intensity switch resolved the issue, confirmed by the customer. Service records for this 12 yrs old unit, from the past 2 years were reviewed. No records related to this unit nor complaints were found. The unit is functioning correctly and was placed back in service. No further investigation is required.

Event description:
Natus medical received a complaint on (B)(6) 2017 to report that their neoblue 3 led light turned yellow on high setting. The customer mentioned no patient involvement, or delay in treatment, or environmental/safety concerns.